Event description:
The surgeon inserted the device into the abdominal cavity but the safety shield would not advance to cover the trocar tip. The obturator was removed and confirmed its center part was broken. A similar device was used to complete the operation.